Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 03/02/2023 alleging aluminium headache, nasal/throat irritation related to a CPAP device's sound abatement foam.clinical codes are added to the h6 section.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Corrected information was provided in h6, b7 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, headaches and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components returned for evaluation, the customer stated that the device was not available to be returned, customer did not receive replacement and currently using the recalled device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information was provided in b7, the information (patients underlying health condition includes mental disorders like post-traumatic stress disorder (ptsd)) was not reported in earlier report. Section h6 health effect- impact code (soreness), type of investigation findings and investigation conclusions has been updated.